Event description:
Noted that lead noise is present. Lead noise appears to be consistent with noise historically sensed since 2018. Oversensing leads to inappropriate detection of at/af. Consider in person lead testing to ensure lead integrity remains. Confirmed that atrial lead impedances and thresholds are stable since 2018. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).